Event description:
Solicited. Patient reported that he needs a new pump. Current pump took over 10 minutes to prime and had to do gravity infusion. No missed dose or adverse events reported. Patient has defective pump on hand for return; no lot number or expiration date reported; no further information or dates provided. Dosing/frequency: dilute 1200mg (120 ml) in equal volume normal saline and infuse intravenously over 35 minutes every 10 days. Indication: coagulation defect, unspecified: antiphospholipid syndrome. Reported to (B)(6) by: patient/caregiver.